Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Dealer states he was called and informed bed collapsed and that the patient was taken to hospital. In a follow up call: dealer stated to csr that the patient removed the rails from bed and went to grasp an item on the stand and fell out of the bed and broke his left tibia. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed. Dealer states that this is limited information. He was called and informed bed collapsed and that the patient was taken to hospital. In a follow up call, the following information was obtained: customer service representative said she received a call from the dealer who stated to her she received further clarification on the incident. Dealer stated to csr that the patient removed the rails from bed and went to grasp an item on the stand and fell out of the bed and broke his left tibia. MDR filed.